Event description:
One pt sample with initial sodium result 111 mmol/l. Same sample repeated the next day and recovered 142 mmol/l. Initial result was reported, pt not adversely affected. The field service rep determined there was a problem with the high concentration waste cap and the dilution vessel. The instrument was repaired.